Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 20 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high pacing impedance, loss of capture, high thresholds, and noisy signals were likely caused by the confirmed fracture.

Event description:
It was reported that a substantial increase in the pacing impedance measurement (>3000 ohms) was observed from this right atrial (ra) lead. Additionally, high pacing thresholds, noisy signals, and loss of capture (loc) was also noted from this ra lead. The physician elected to surgically explant and replace the ra lead to resolve the event and the patient was stable with no additional adverse consequences. The ra lead was received for analysis.